Manufacturer narrative:
System was used for treatment. Kit lot e719 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category centrifuge bowl leak/break and no trend was detected for this category. However, an issue review investigation has been initiated. This assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if this specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4). Device not returned.

Event description:
Customer reported centrifuge bowl leak/break. Customer stated that the head of the bowl was very hot during the procedure. Customer was advised to check the position of the bowl and customer tried to reinstall the bowl and detected a blood leak from the head of the bowl (not the tubing). Customer did not return blood to patient. Patient was reported to be in stable conditions. Customer did not return product for investigation.